Event description:
Customer states they are getting discrepant results with anti-d (monoclonal blend), series 4, lot 504696 and anti-d (monoclonal blend), series 5, lot 505548, when running reflex group/sceen on patient sample on the echo. The series 4 reagent was resulting 3+; series 5 was resulting negative.

Manufacturer narrative:
Samples of various rh phenotypes, including weak d cells, were tested with retention anti-d series 4, lot 504696 and anti-d series 5, lot 505548 on an in-house echo instrument. The expected reactivity was observed in all testing. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.